Manufacturer narrative:
Manufacturer's investigation conclusion: review of the patient¿s submitted log file confirmed low speed events and pump stoppages, however, evaluation of the patient¿s replaced portion of the driveline from (B)(4) did not find damage that could have contributed to the events seen within the log file. Log file evaluation showed the pump operating above the low speed limit until (B)(6) 2019 at 2:09:50 am when the log file recorded low speed operation which progressed into a pump stoppage shortly after. The pump continued to operate below the low speed limit and intermittently stop through 2:13:14 am. The patient was operating on their mobile power unit during all abnormal pump operation. The patient connected to batteries at 2:14:30 am and the pump regained speed. On (B)(6) 2019 at 12:44:14 pm the log file recorded a driveline disconnect which is consistent with the driveline repair. Approximately 30 minutes later at 1:15:39 pm the patient was connected to their power module and the log file recorded a pump stoppage. The patient was changed back to batteries and the pump remained above the low speed limit for the remaining duration of the log file. The patient underwent a driveline replacement on (B)(6) 2019. Visual inspection of the returned distal segment of the driveline showed that the driveline was cut approximately 22 inches from the controller connector. The silicone jacket was unremarkable, the bionate layer was discolored but otherwise unremarkable, and the metal braided shield had minor breakdown approximately 3.5 inches from the controller connector. Examination of the underlying wires under a microscope along with high potential testing did not reveal any insulation breaches that would have contributed to an electrical short. Evaluation of the returned portion of the patient¿s driveline did not reveal any issues that could have potentially contributed to the reported events captured in the log files. The patient remains ongoing on vad support on an ungrounded patient cable. The remaining portion of the device, besides the external portion of driveline, was not returned for evaluation.

Event description:
The patient sent home on a ungrounded cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient experienced low speed alarms while at home. At the clinic, vad interrogation showed multiple pump stoppage events, low flow and low speed advisories. The patient detailed the alarms occur when moved from a sitting to lying position. A small section of the drive line was covered with rescue tape to a external tear in the drive line. Log file analysis confirmed multiple pump stoppage events while the patient was attached the mobile power unit (mpu). False drive line disconnects were noted in the log file. An x-ray of the log file noted 2 areas of possible damage of the drive line. On (B)(6) 2019, a drive line repair was attempted and was unsuccessful. The patient's pump stopped immediately after being placed on a grounded cable. The patient was connected to a un-grounded cable until a heart transplant could scheduled. No further information was reported.